Event description:
The customer reported that they do not remember being informed to increase the disinfectant time from 5 to 12 minutes after disconnecting their automatic endoscopic reprocessor (aer) heater a couple of months ago. The customer was using cidex opa in a scope washer with the heater disconnected with a soak time of 5 minutes. The customer states that they keep a very detailed log and follow-up with patients after procedures to make sure they are alright and so far there have not been any reports of human reactions or injury due to this issue. The customer has updated their aer soak time to 12 minutes.

Manufacturer narrative:
Advanced sterilization products (asp), co manufacturer provides all maintence and technical support for this device. Asp is evaluating this incident and will resolve/correct the problem. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number.additional information regarding this incident has been requested from a.s.p.